Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the printed circuit board failure caused the device to fail to start normally. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device does not start up. The issue was found during set up. There were no reports of patient harm.